Event description:
It was reported the right ventricular (rv) lead coil and superior vena cava coil had impedance above 200 ohms seen during a routine check. There was also noise observed with the rv lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance and patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. Weekly hv-lead impedance trend data shows an abrupt increase for max defib and svc (superior vena cava) defib impedance equals 62 to 15720 ohms peak between (B)(6) 2011 and (B)(6) 2012.